Manufacturer narrative:
(B)(4)

Event description:
It was reported "specifically the sheath was obstructing and broke apart incorrectly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of peel-away sheath splitting prematurely was able to be confirmed by the photo. The photo shows the peel-away sheath with the extrusion split at the distal end, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "specifically the sheath was obstructing and broke apart incorrectly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".